Manufacturer narrative:
This is one of six reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-00552, 2015691-2014-00554, 2015691-2014-00555, 2015691-2014-00556 and 2015691-2014-00557. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there is insufficient information to determine the cause of the reported event. It is possible that the annular rupture was caused by the mechanism explained above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article reference: kapadia, s. R., svensson, l. G., roselli, e., schoenhagen, p., popovic, z., alfirevic, a., barzilai, b., krishnaswamy, a., stewart, w., mehta, a., lal poddar, k., parashar, a., modi, d., ozkan, a., khot, u., lytle, b. W. And murat tuzcu, e. (2014), single center tavr experience with a focus on the prevention and management of catastrophic complications. Cathet. Cardiovasc. Intervent.. Doi: 10.1002/ccd.25356.

Event description:
A single-center study of 255 patients who underwent an attempted transfemoral tavr was reported in the catheterization and cardiovascular interventions journal (first published online: 3-feb-2014). Per report, the following events occurred during the study period: 2 annular ruptures, 2 valve embolization, 1 descending aortic rupture with subsequent patient¿s death, 2 coronary occlusions, 10 valve in valve procedures (2 due to severe valvular regurgitation and 8 due to malpositioning of the 1st valve), 2 mi, 14 major bleeding, 24 vascular complications, 6 strokes, 1 endocarditis, 10 ppm implants, and 5 patients with moderate-severe aortic regurgitation present on 30-day or pre-discharge echocardiogram. The reported overall actuarial mortality at 1-year was 17.5 % (30 patients from the 171 patients with 1-year follow up). Conclusions: tavr can be accomplished with excellent safety in a tertiary center with a well-developed infrastructure for the management of serious complications. This MDR is applicable to the annular rupture reported in this article which could not be identified as previously reported in our system as there are no patient identifiers.

Event description:
A single-center study of 255 patients who underwent an attempted transfemoral tavr was reported in the catheterization and cardiovascular interventions journal (first published online: 3-feb-2014). Per report, the following events occurred during the study period: 2 annular ruptures, 2 valve embolization, 1 descending aortic rupture with subsequent patient¿s death, 2 coronary occlusions, 10 valve in valve procedures (2 due to severe valvular regurgitation and 8 due to malpositioning of the 1st valve), 2 mi, 14 major bleeding, 24 vascular complications, 6 strokes, 1 endocarditis, 10 ppm implants, and 5 patients with moderate-severe aortic regurgitation present on 30-day or pre-discharge echocardiogram. The reported overall actuarial mortality at 1-year was 17.5 % (30 patients from the 171 patients with 1-year follow up). Conclusions: tavr can be accomplished with excellent safety in a tertiary center with a well-developed infrastructure for the management of serious complications. This MDR is applicable to the annuar rupture reported in this article which could not be identified as previously reported in our system as there are no patient identifiers.

Manufacturer narrative:
Investigation of this report is ongoing.